Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reep4217 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reep4217) have been reported from the same facility in (B)(6).

Event description:
It was reported on the 8-jan-21 by the customer the powermidline clogged very quickly after application: almost immediate removal with the observation of a clot over 2-3 cm at the distal end of the midline. Clinical consequences for the patient : application of a new powermidline in right humeral.